Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) stated the patient line was not fully primed and he connected the home patient (hp) anyway. The technical service representative (tsr) explained to the cg to never bypass the initial drain without calling the peritoneal dialysis nurse (pdn) or baxter for assistance. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cg indicated that the patient line of the homechoice system was not primed; however, the cg connected the hp to the system anyway and initiated therapy. The cg did not follow proper procedure when connecting the hp to the homechoice system. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.